Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she has been experiencing low blood glucose levels. The reported blood glucose at the time of the call was 67 mg/dl. Troubleshooting was performed. Found that the insulin pump was not exposed to high magnetic fields. There was no damage found on the drive support cap. Found multiple boluses in the bolus history that the customer says she did not deliver. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.